Event description:
It was reported that bd connecta plus3 white pegs connector defective the patient was transferred to the ICU from the second ward of the surgical ward due to ¿ruptured intracranial aneurysm and bleeding¿. On (B)(6) 2024, when the nurse-in-charge was replacing the infusion tee, she found that the luer connector of the infusion tee could not be screwed tightly, causing the end nut to come out and affecting the use of the tee, so she immediately replaced it with a new spare tee to be connected to the infusion, which did not cause any adverse effects to the patient, and notified the head nurse of the infusion tee in question.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Corrective actions have been performed to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.